Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Date of event: the peritonitis event occurred 6 months prior. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the peritonitis event occurred 6 months prior. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that on the same day as the onset, the patient experienced peritonitis manifested by abdominal pain, cloudy fluid and fever. One day prior to the event, the patient was hospitalized for peritonitis. On the same day as the onset, the patient was treated with cefazolin (intraperitoneal and maintenance dose and ongoing), ceftazdime (loading dose and maintenance dose and was discontinued) for peritonitis. One day prior to the onset of event, the patient was treated with vanco/amphotericin/fluconazole (loading dose and maintenance dose and discontinued after 5 days) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.